Event description:
During performance of a laproscopic supracervical hysterectomy the harmonic scalpel came too close to the acorn tip manipulator, a portion was burned in the cervix necessatating a total vaginal hysterectomy. The tip of the acorn manipulator was partially melted and the tip of the harmonic scalpel was missing. It was found in the drape error. Code 5 was present during the care but staff could not determine source until after event occurred.